Event description:
On (B)(6) 2013, patient had intacs surgery on the right eye. Physician created ring channels with intralase. Customer reported white haze in cornea superior of intac and pain. Amo's clinical development manager spoke with the customer on (B)(4) 2013 to follow-up. Last post op visit was on (B)(6) 2013, corneal haze, could not specify grade, best corrected visual acuity (bcva) before surgery was 20/200 and uncorrected visual acuity (ucva) was 20/200 post op. Patient taking desivaice four times a day, prolensa once a day, and lotemax gel three times a day.

Manufacturer narrative:
Evaluation: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(6) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. An fse visited the site on (B)(4) 2013, for a normally scheduled preventive maintenance and did not identify any issues associated with the event. Customer stated no concerns with intralase created flaps. Placeholder.